Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar valves were leaking in an unknown number of vitreoretinal procedures. There were no product samples saved as per the reporter. It was confirmed that there was no patient harm associated with these events. No additional information available.

Manufacturer narrative:
There was no lot number was identified with this complaint; therefore, a lot history review could not be conducted. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause for the customer complaint issue cannot be determined. (B)(4).